Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 6 months after the dental implant was placed in ada site 7 in the mouth, the implant failed to osseointegrate in type ii bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 6 months after the dental implant was placed in (B)(6) site 7 in the mouth, the implant failed to osseointegrate in type ii bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)